Manufacturer narrative:
Pump passed displacement test, self-test, active current measurement and sleep current measurement. No failed battery test noted. No unresponsive keypad noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump alarm failed battery test in pump downloaded history. Found moisture damage to motor assembly, keypad traces, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case battery tube, cracked battery tube threads, cracked keypad overlay, and corroded battery tube. . The p-cap/reservoir does lock properly. No failed battery test noted and passed all required testing. Confirmed moisture damage to the motor assembly, pcb1 board and pcb 2 board, and keypad traces. Confirmed damage at battery compartment and scratched case. Unresponsive keypad is unconfirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced top of the screen had watermarks and discoloration. Sticky/unresponsive buttons, and rejected new batteries. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. The customer was reporting that the sensor or introducer needle fractured while in the body. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.